Event description:
The field service technician reported that the device was found to have chipping paint while it was being serviced at the user facility. There were no adverse consequences related to this event.